Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that system boot up failed. There is no report of death or serious injury associated with this complaint.